Event description:
It was reported that the patient was experiencing difficulty charging the ipg and inadequate pain relief despite reprogramming. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility.